Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed their left ventricular (lv) lead had high capture thresholds and high pacing impedance. The patient was asymptomatic. No changes were made and the lead will be monitored.

Event description:
Additional information received indicated that programming changes were made. The patient was stable.